Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.00/5.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. The lens tore during injection/delivery. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed intraoperatively on (B)(6) 2021. Cause of the event is reported as unknown. Per the reporter on 27/apr/2021, "no other lens implanted". The new exchange lens is planned. MFR# 2023826-2020-02598.